Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited incorrect interpretation of an atrial arrhythmia and delivered an inappropriate shock. Programming changes were made to address this issue. The patient had no adverse consequences.